Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to be kinked. Even though the soft cannula was kinked, fluid was still able to pass through the fluid path and out the distal tip of the soft cannula. The timing and cause of the damage is unknown. The download data did not show any timeouts or drive stalls, however an 0x33 alarm was generated. The device was paired with a master pdm and a 5 unit bolus was successfully delivered. The downloaded data did not reproduce the alarm code and there were no timeouts or drive stalls during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 470 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.